Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. Sensor was sucessfully re-linked and the system was monitored. After additional monitoring, it was found that no additional calibrations were entered after initialization phase; however, the system adjusted based on calibration entered in the first few calibrations and the last calibration fit the sensor glucose well. Upon dms review, the user is currently using the system and the information is up to date. No further investigation is required for this complaint.

Event description:
On 11 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.